Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/01/2016, that on (B)(6) 2016, the patient experienced a detached sensor wire. The sensor was inserted into the upper buttocks on (B)(6) 2016. Upon sensor removal, patient's father did not check to see if the sensor wire was attached to the sensor pod. Three days after sensor removal, patient's father and mother noticed a red mark and lump at the site where the sensor had been worn. The patient complained of some pain, but since he did not have a fever or any other signs of illness, patient was sent to school. When the patient arrived home, the area where the sensor had been worn was still red. The area was also inflamed and hardened 1 ¼ inch in diameter. On (B)(6) 2016, the patient's mother spoke with the patient's pediatrician who advised her to place a warm compresses on the area and to use (B)(6). After patient's mother placed the warm compress, a significant amount of purulent exudate drained from the site where the sensor had been worn. Patient's mother stated that patient's father visualized the sensor wire and with his fingers, he pulled the sensor wire out of the patient's skin. On the next day (day 4, post-sensor removal) the sensor site area still had symptoms of inflammation, which patient's mother described as red and puffy. Patient's mother reported that after she placed a warm compress on the sensor site area, purulent exudate followed by serosanguinous exudate drained from the site. On day 6 of post-sensor removal, the patient's sensor site area was continuing to improve as the inflamed and hardened area had decreased to ¾ inch in diameter area. Throughout the entire time post sensor removal, patient had not had a fever. Patient's mother had continued to follow-up with her son's pediatrician, and the only prescribed treatment had been a warm compresses and neosporin. Patient's mother reported that she would continue to monitor the site and would follow-up with her son's pediatrician. At the time of contact, the patient was well. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of detached sensor wire was not confirmed. A root cause could not be determined.